Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a pair new transmitter alert was displayed. Data was evaluated and the allegation was confirmed as a transmitter fatal error was discovered. The probable cause was determined to be transmitter fatal error. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.